Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported needle to cuff miss/suture retrieval issue (suture did not pull through) was confirmed. In addition, the returned device analysis found the posterior needle was separated and not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the suture did not pull through. The method of achieving hemostasis was not provided. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the complaint history of the reported lot did not indicate a lot specific quality issue.